Event description:
It was reported to philips that the device would shutdown and reboot itself after a few minutes. Furthermore, the batteries are new and the battery pca pins appear intact and undamaged. The device was reported to be in clinical use at the time, but the information given by the initial reporter does not indicate patient involvement. No adverse event to patient or user was reported.